Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right coronary artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, a balloon pinhole rupture near the tip was noted when inflated at 4atm for 10 seconds upon first inflation. The device was removed using the normal method without any problem and the procedure was completed with another of the same device. The patient was in good condition post procedure.